Event description:
It is reported that the patient experienced a cardiac arrest and was dead or dying. It was decided to put the patient on ECMO. High pressure and restricted flow through the oxygenator was reported. The oxygenator was not changed out and the case terminated. The patient did expire but the cause of death was not attributed to the use of the oxygenator.